Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report excessive no delivery alarms. The customer stated they received the no delivery alarm 6 hours after filling the infusion set. The customer also stated that the alarms have occurred for the past 5 days. The customer's blood glucose level was 10.2 mmol/l. The product was not returned for analysis.